Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2018. The reporter stated that the patient had a blood glucose over 600 mg/dl with symptoms of thirst and chest pains. The patient was treated at the hospital with insulin via injection and intravenous fluids. The patient was on heart disease medications at the time as well. The reporter stated that the pump¿s time and date settings would reset whenever the pump was rebooted. If the patient did not verify the correct time and date when the pump was powered on, the pump would deliver a different basal rate than what the patient would expect. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.